Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that an unspeciried bd device was clogged and had a defective tubing clamp during use. The following was reported by the initial reporter: "it was reported that the line was primed and inserted into pump shortly after the pump began to alarm giving error message that the line was occluded. Verbatim: patient receiving 30 mmol of IV potassium phosphorous. Line was primed and inserted in alaris pump module (ffl 4498). Channel was programmed with appropriate rate and dose and after connecting to the patient was started. Shortly following , the pump began alarming and giving error message that the line was occluded. Line was traced from IV fluid bag to the patient and no kinks obstructions were found. IV was flushed with normal saline and flushed easily. Channel was tried again and continued to give "occluded" message. Line was traced a second time and pump channel was tried again. This time pump read "channel error" message. In anticipation of the need for a different alaris channel. The nurse removed the tubing from the channel. And left room to call agiliti for more modules. When nurse returned to room with new modules about 45 minutes later, it was noted that the potassium phosphorous bag was empty and that the safety clamp on the IV tubing had not automatically clamped when it was removed from the faulty alaris channel. Patient was not in any distress, nor were any changes in EKG rhythm or other vitals noted. Patient mentation was unchanged and did not verbalize any pain/burning in arm or chest when questioned. Event was escalated to both the charge nurse and physician and patient was monitored closely without any further changes in status noted."